Manufacturer narrative:
The report of the ipg being damaged by the MRI causing unpleasant sensations at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that following an MRI the patient experienced heating, tingling, pain, and shocking at the ipg site when ipg was turned on. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients' system was explanted to address the issue.